Event description:
The customer stated she saw 18.7 mmol/l on the screen of her meter. It was verified the meter was set in mmol/l, and this was explained to the customer. She did not allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.